Manufacturer narrative:
Approximately 18 inches of the distal end portion of the percutaneous lead (driveline) that was removed during the replacement was returned to the manufacturer for evaluation. Initial electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The bionate was twisted approximately 12.5 inches from the metal connector. Visual inspection of the underlying wires revealed what appeared to be damage to the inner conductors of the red, orange, and brown wires approximately 12 inches from the metal connector. Further electrical continuity testing revealed that an open circuit was able to be induced in the red wire upon manipulation of the driveline at the location of the damage. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing. A fracture in the red wire would have been detected by the pocket controller when comparing wire currents, resulting in the observed driveline faults and corresponding yellow wrench advisories. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 3 months. The patient remains ongoing with the left ventricular assist device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad system produced a driveline fault alarm. The customer stated that a picture showed a particular spot on the percutaneous lead (driveline) where there was some concern. The patient was reported to be asymptomatic. The manufacturer¿s technical services representative reviewed two submitted log files and stated that they felt the driveline fault alarm would return. Internal x-ray images reviewed were unremarkable. The external x-ray did not capture the full length of the external percutaneous lead. On (B)(6) 2017, the manufacturer¿s technical services representatives observed the patient¿s driveline twisted and performed a distal end percutaneous lead (driveline) repair with no issues. After the replacement no alarms reproduced. The customer will continue to monitor for alarms. No additional information was provided.